Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. After the procedure the patient experienced some confusion. No further adverse patient effects were reported. Additional information was received detailing that the patient felt generally unwell. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. After the procedure the patient experienced some confusion. No further adverse patient effects were reported.